Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log identified both system error 320 (latch switch error) and system error 321 (link switch error (up)) as the potential reported system error. During functional testing a system error 321 occurred. The reported condition was verified. The cause of the condition was determined to be a failed upper link switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stops infusing and indicates a system error (the actual system error was not specified) during delivery to a patient. The system error persists despite restarting the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.